Event description:
It was reported that the system was explanted due to patient discomfort. A new system was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.